Event description:
It was reported that there is a "noisy egm". Both device and right ventricular lead are still in use. No patient complications are reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.